Manufacturer narrative:
G4: 02oct2019; b4: 02oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touch screen failure. There was no patient involvement.

Manufacturer narrative:
(B)(6). Date of report: 14aug2019.

Event description:
Touch screen failure. There was no patient involvement.